Event description:
It was reported that a broken screw was left in the patient as it was stuck in the plate.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.